Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display and that it hasn¿t been working. Their blood glucose is unknown. The customer mentioned that they also received an unexpected restart alarm and another alarm. During troubleshooting for the blank display, the customer believes that it was caused by water damage. They said that they see water spots inside the screen and think that it looks like condensation. They aren¿t sure how it happened. The customer was advised that the pump needed to be replaced. The insulin pump is being returned for analysis.